Manufacturer narrative:
Section d10: concomitant products equinoxe reverse 38mm glenosphere (cat# 320-01-38 / serial# (B)(6)), equinoxe reverse tray adapter plate tray +0 (cat# 320-10-00 / serial# (B)(6)), rs glenoid plate sup aug, 10 deg (cat# 320-15-02 / serial# : (B)(6)), eq rev locking screw (cat# 320-15-05 / serial#: (B)(6)), eq reverse torque defining screw kit (cat# 320-20-00 / serial#: (B)(6)), equinoxe reverse 38mm humeral liner +0 (cat# 320-38-00 / serial#: (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately two years post initial right tsa, the male patient had a revision of an exactech reverse shoulder due to infection. After exposing the joint the implants were well fixed however the joint was obviously infected. The glenoid baseplate was removed easily enough with a slap hammer without significant bone loss and stem was removed with osteotomes. An antibiotic cement spacer was implanted. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. The device is not available for evaluation as they were disposed at the hospital. No other patient information/medical history reported.

Manufacturer narrative:
(H3) as reported, approximately two years post initial right tsa, the male patient had a revision of an exactech reverse shoulder due to infection. After exposing the joint the implants were well fixed however the joint was obviously infected. The glenoid baseplate was removed easily enough with a slap hammer without significant bone loss and stem was removed with osteotomes. An antibiotic cement spacer was implanted. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. The device is not available for evaluation as they were disposed at the hospital. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3: the reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. The prosthesis wear from impingement noted in the provided image does not appear to be related to the reason for the revision but may be related to implant positioning, implant size, and/or patient anatomy. However, this cannot be confirmed because the components were not returned for evaluation and no radiographs were provided. H6 - clinical, impact, component, investigation coding added. The following sections were corrected: h3 - investigation conclusion reported prior no longer applies. H6 - clinical code (bacterial infection), impact code (device revision or replacement), investigation type (device not returned, analysis of data provided by third user party), investigation finding (no device problem found), investigation conclusion (adverse event related to patient condition) no longer applies. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h6. MDR section codes updated/corrected: b. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported revision due to infection conclusively determined; however, it may be related to an underlying patient condition. The prosthesis wear from impingement noted in the provided image does not appear to be related to the reason for the revision but may be related to implant positioning, implant size, and/or patient anatomy. However, this cannot be confirmed because the components were not returned for evaluation and no radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.